Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Therefore we are unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. As no device serial number was provided, it has not been possible to conduct a review of the manufacturing records. However, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken in regards to the reported event. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Section h6 (health effect - impact code) was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the associated batch record could not be performed because no batch information was provided. An analysis of the complaint history revealed 31 similar events for the listed product for the timeframe; however, the device specific batch information was not available. An assessment to identify prior CAPA/nc/pra/hhe/field actions was executed and determined that a similar event was identified, and a CAPA was opened; however, as device specific batch information was not available, there is not enough information to relate this event with prior escalated actions. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. A factor that could contribute to the reported event include an internal device malfunction or a significant leak in the system. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that the renasys touch was used in order to treat a large wound located in the buttocks but it did not work, it was not possible to reach a vacuum. Additionally the pump alarmed "canister full".